Event description:
It was reported that during a tumor reduction procedure, the device fired malformed staples. A competitor's device was used to complete the procedure. There was no adverse consequence to the pt.